Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with mild diffuse lamellar keratitis (dlk) one day following lasik treatment of the left eye. The patient is using an antibiotic and a steroid ophthalmic drop. The symptoms were still continuing three days following treatment; patient is pending future follow up. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information received, the symptoms resolved six days following onset.